Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample. Testing was repeated for the patient sample and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analysis of the instrument, the fse replaced probe 1. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.